Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming on one patient. They have multiple events on v1 and they have not had any alarms. The cns is alarming for all other patients but for this one unit they are not getting any alarms. The unit is not silenced. No patient harm reported. Biomedical engineer later reported that the patient wa being monitored in single lead analysis and that is why v1 did not call any alarms, when they were monitoring lead 2 issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: model: bsm, serial number: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming on one patient. They have multiple events on v1 and they have not had any alarms. The cns is alarming for all other patients but for this one unit they are not getting any alarms. The unit is not silenced. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming on one patient. They have multiple events on v1 and they have not had any alarms. The cns is alarming for all other patients but for this one unit they are not getting any alarms. The unit is not silenced. No patient harm reported. Biomedical engineer later reported that the patient was being monitored in single lead analysis and that is why v1 did not call any alarms, when they were monitoring lead 2 issue was resolved.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming on one patient. They have multiple events on v1 and they have not had any alarms. The cns is alarming for all other patients but for this one unit they are not getting any alarms. The unit is not silenced. No patient harm reported. Biomedical engineer later reported that the patient was being monitored in single lead analysis and that is why v1 did not call any alarms, when they were monitoring lead 2 issue was resolved. Investigation summary: customer reported that a device is not showing any v1 alarms. During troubleshooting, it was identified by nk clinical that the customer was monitoring the incorrect lead. The customer was using single lead analysis and was monitoring lead 2 and v1. As v1 is not being monitored, no v1 alarms would be generated. Based on the available information, the most probable cause of the issue is user error. User was monitoring the incorrect lead. A review of the history of the serial number identified no other occurrences of customer monitoring the incorrect lead and resulting into missing an alarm. No further investigation or corrective action is required.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming on one patient. They have multiple events on v1 and they have not had any alarms. The cns is alarming for all other patients but for this one unit they are not getting any alarms. The unit is not silenced. No patient harm reported. Biomedical engineer later reported that the patient was being monitored in single lead analysis and that is why v1 did not call any alarms, when they were monitoring lead 2 issue was resolved. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6: attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional device information: d10 concomitant medical device: model: bsm. Serial number: ni . Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional / corrected information: b4 date of this report. B5 adverse event or product problem. G2 report source. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 investigation findings, investigation conclusions. H10 additional narrative/data.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming on one patient. They have multiple events on v1 and they have not had any alarms. The cns is alarming for all other patients but for this one unit they are not getting any alarms. The unit is not silenced. No patient harm reported. Biomedical engineer later reported that the patient was being monitored in single lead analysis and that is why v1 did not call any alarms, when they were monitoring lead 2 issue was resolved.